Event description:
It was reported that the device responded with an error. There was reportedly no patient involvement.

Event description:
It was reported that the device responded with an error. There was reportedly no patient involvement.